Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that the 5086mri lead model is designed to allow back and forth movement of the is-1 pin. The maximum allowable gap between the is-1 pin and the sealing ring (insulation) is 0.025 inches. The gap between the is-1 pin and the sealing ring for serial number (B)(4) was measured at 0.014 inches. In addition, all electrical testing was within specified parameters.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead it was observed by the implanting physician that the connector pin of the lead as not fixed in the body of the insulation. The physician was able to move the pin back and forth in the lead body by pushing and pulling on the connector pin. When the lead was tested with the analyzer there were diminishing r waves over time. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.